Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for an unspecified indication for use. It was reported that for the last 20 minutes the patient had been trying to deliver a bolus and the device was not allowing her to. The personal therapy manager handset would say retrieving pump settings, would go to 91 %, and then stop and flash a bunch of different screens. At the time of the report patient services walked the patient through using the communicator and handset and they were able to successfully deliver bolus with no issues. It was also noted however that the caller was not able to articulate what exactly was happening that wasn¿t letting her deliver the bolus. Patient services had the caller check the tutorial section and the box to not launch the tutorial at application startup and it was checked, so that was not what she was seeing. It was also reviewed how to exit the application. The caller was questioning what to do if it happens again in 2 hours when it is time to deliver the bolus. Patient services reviewed the healthcare provider (hcp) could always call technical services if assistance is needed and a quick guide was sent to the patient. No patient symptom was reported. No further patient complications have been reported as a result of this event. Additional information was received from the patient on 2020-aug-06. It was reported that the issue was not resolved. The patient stated, ¿I was told it¿s normal, but annoying.¿ there were no special circumstances that led to being unable to deliver a bolus, it was just when the patient needed to use it. The issue was not resolved, the patient stated, ¿I just have to be very patient.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID tm90t0 serial# unknown product type accessory product ID tm90t0 serial# unknown product type accessory product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.